Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that they had bloody sensor. Customer states the site is not actively bleeding. Customer stated that his blood glucose was 48mg/dl. The insulin pump will not be returned for analysis.